Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Device interrogation showed loss of capture, loss of sensing and random out of range impedance values on both the right ventricular and right atrial leads. A chest x-ray confirmed both the leads were dislodged and pulled up into the pocket due to twiddler¿s syndrome. The leads were explanted and replaced on 4/13/2017. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.